Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a low out of range shock impedance value and code 1004 indicative of a short circuit condition on the right ventricular (rv) channel. The patient was noted to have received two inappropriate shocks due to rapid ventricular response (rvr). Technical services (ts) reviewed the event data and noted that the shocks were a result of an improper programming of this (crt-d), as there was no right atrial (ra) lead present, but the programmed configuration required it. Ts further noted that the associated device did not deliver further shock therapy due to the short circuit condition and advised that the patient did not have tachy therapy available and recommended replacement of both this lead and the associated crt-d. The physician involved was notified. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. Information was subsequently received that this lead was discovered to be fractured.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a low out of range shock impedance value and code 1004 indicative of a short circuit condition on the right ventricular (rv) channel. The patient was noted to have received two inappropriate shocks due to rapid ventricular response (rvr). Technical services (ts) reviewed the event data and noted that the shocks were a result of an improper programming of this (crt-d), as there was no right atrial (ra) lead present, but the programmed configuration required it. Ts further noted that the associated device did not deliver further shock therapy due to the short circuit condition and advised that the patient did not have tachy therapy available and recommended replacement of both this lead and the associated crt-d. The physician involved was notified. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a low out of range shock impedance value and code 1004 indicative of a short circuit condition on the right ventricular (rv) channel. The patient was noted to have received two inappropriate shocks due to rapid ventricular response (rvr). Technical services (ts) reviewed the event data and noted that the shocks were a result of an improper programming of this (crt-d), as there was no right atrial (ra) lead present, but the programmed configuration required it. Ts further noted that the associated device did not deliver further shock therapy due to the short circuit condition and advised that the patient did not have tachy therapy available and recommended replacement of both this lead and the associated crt-d. The physician involved was notified. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.